Event description:
It was reported that during a post operative visit following a meniscus removal procedure that used an ambient super multivac 50 ifs wand, an x-ray showed there to be a piece of the wand's electrode still inside the patient. The patient elected to have a subsequent surgery to remove the debris. There were no post operative complications reported.